Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is unconfirmed. The actual sample was visually inspected and noticed that there were no issues found. During the functional test no issues were detected. No other issues were observed. In addition an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient's caregiver reported a fluid leak from the stay safe connector during fill 1 of 4. Treatment was cancelled. The supplies were made available for evaluation. During follow up, the patient's caregiver reported there were no serious injuries, complications or infections. The patient's effluent remained clear.